Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the bleeding likely occurred due to the needle puncturing the pericardium. However, the reported defect of the needle suddenly protruding could not be confirmed since the device was not returned to olympus for an evaluation. Therefore, the root cause of this event could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿when inserting an aspiration biopsy needle into an endoscope, bending occurs at the tip of the needle tube. When puncturing, consider the bending of the tip of the needle tube and perform puncturing while confirming the tip of the sheath and the tip of the needle tube using endoscopic and ultrasound images. Puncture without considering the bend of the needle tube may lead to perforation, heavy bleeding, and mucous membrane damage. Also, do not undo the bent needle tube. It may lead to breakage of the needle tube.¿ ¿do not round the insertion part smaller than 15 cm in diameter. The aspiration biopsy needle may break.¿ ¿when removing the product from the tray, remove the insertion part after removing and holding the handle. If you first remove the insertion tube and hold it, then remove the control section, the insertion tube may be deformed.¿ ¿do not insert the aspiration biopsy needle while the endoscope is angled. Damage to the endoscope or aspiration biopsy needle may result.¿ ¿return the up/down angle lever of the endoscope to its neutral position before inserting the aspiration biopsy needle into the endoscope. Insertion with the angle fixed may damage the endoscope or aspiration needle.¿ ¿do not forcefully insert the aspiration biopsy needle into the endoscope. It may suddenly protrude from the tip of the endoscope, resulting in perforation, major bleeding, mucous membrane damage, or damage to the endoscope or aspiration biopsy needle. Also, if the resistance is high and insertion is difficult, return the angle of the endoscope until it can be inserted without difficulty.¿ ¿if the resistance is high and puncturing is difficult, do not force the needle slider. The tip of the needle tube may suddenly protrude from the tip of the sheath, resulting in perforation, major bleeding, damage to mucous membranes, or damage to the endoscope or aspiration biopsy needle.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The root cause cannot be determined at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A company representative, on behalf of a user facility, initially reported to olympus that they did not like the single use aspiration needle. The facility was using it as a replacement needle during endobronchial ultrasound procedures. The surgeon also stated that the needle may suddenly release into tissue, which occurred once. It "poked" into the patient's pericardium by accident, causing a little bleeding. The surgeon felt the needle was not safe. Additional information regarding the outcome was requested multiple times, but not received. Two reports were required for this event. (B)(6) is for the patient with the pericardial puncture. (B)(6) is to capture the additional product problems.